Event description:
The bed alarm which was turned on, did not alarm when the patient got out of bed. Patient was found on the floor. He had some redness on his left knee and some pain in his buttock, but nothing that needed treatment.======================manufacturer response for specialty hospital bed, total care spo2rt 2 (per site reporter).======================unknown.